Manufacturer narrative:
Device evaluation summary: the reported issue that an error appeared on screen and 900ml went into the bag was not verified during service. Service technician carried out an inspection and checked for errors on both devices and there were none. Service technician did a volume flow test and 505ml was delivered. The instrument will be returned to medtronic for further investigation. Note on d9/h3: the instrument was evaluated in the field by a medtronic service technician. The instrument was not returned to medtronic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the customer stated that 900ml of¿normal-colored processed red blood cells¿ were in the blood transfer bag. The disposable had been set up without any issues. However, during processing, the instrument displayed three consecutive "air event" messages in quick succession. Despite this, they were able to continue using the instrument. The customer noted that the volume of processed red blood cells seemed unusually high, but its appearance was not abnormal. The customer requested the service team to check the instrument for any potential malfunctions or out-of-specification variables, as they were unsure if there was an issue with the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h11. Device evaluation: the reported issue that an air event error appeared on screen and 900ml went into the bag was not verified during service. The service technician carried out an inspection and checked for errors and there were none. The service technician did a volume flow test and 505ml was delivered. The service technician replaced the light bulb for the on switch. The service technician stated that this bulb does not affect the functionality of the instrument. Preventative maintenance was performed per specifications. Correction d9. Device available for evaluation d9.1 return date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog instrument, it was reported that during a scoliosis process, the customer pressed the green button to drain/spin the cells collected so far, but an error appeared on screen. The system was run as per normal process, however, 900ml went into the bag where the whole red cells go into, for return back to patient. The anesthetist was flagged that it was unusually high. Treatment was continued, pushing the gathered blood into the patient, as the patient was losing volume. After the end of the operation, the patient began passing dark brown blood in urine, and this resulted in a renal failure. Use of instrument was unspecified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h11.device evaluation summary: the reported issue that an air event error appeared on screen and 900ml went into the bag was not verified during service. The service technician carried out an inspection and checked for errors and there were none. The service technician did a volume flow test and 505ml was delivered. The instrument will be returned for further investigation. Note: the instrument was evaluated in the field by a medtronic service technician. The instrument was not returned to medtronic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.